Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had an error on universal surgical manipulator (usm) 4. The usm was disabled. An intuitive surgical, inc. (Isi) technical support engineer reviewed the error logs and noted errors 30/32097 pointing to a communication issue between axes controller setup (acu) and axes controller tornado (act). The tse asked the customer to power cycle the system to recover the use of the system. The surgeon would finish the surgery with 3 usms. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was successfully completed with 3 usms.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse applied contact spray on j11 and j12 connector on the acu set up joint (suj) distal 4, also on contact between tornado, suj and usm. The error did not return after a few reboots of the system. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.